Event description:
A trilogy 100 ventilator was returned to a third-party service center for foam remediation on the device. There was no harm or injury reported. There was no evidence the device was in patient use. The device was returned to a third-party service center where an error code was identified during evaluation. Additional findings included a depleted internal battery, corrosion at the module port, missing rubber feet, and worn o-rings, along with dust contamination in the blower box. No foam was observed, and the original customer complaint was not confirmed. Following repair and preventative maintenance activities, the device failed functional testing due to a low flow condition. Further investigation determined the root cause to be a defective aecm (active exhalation control module) and a corroded interface pca. Corrective actions included charging the internal battery, replacing worn components, correcting documentation, completing 10,000-hour preventative maintenance, installing a missing micron filter, and replacing the aecm and interface pca. After rework, the device successfully passed all run-in and functional testing and met all quality requirements for release.

Manufacturer narrative:
The CAPA process identified complaints not being created for quality issues found during third party servicing. Based on a review of records impacted by the identified issue, it was determined that this record needed to be corrected and is now being submitted accordingly.